Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc winged failed to retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the returned sample and photograph provided by your facility. Bd received one used insyte autoguard IV bc winged catheter unit without packaging. The unit consisted of the needle/hub assembly partially retracted within the barrel with the button completely depressed and the cover intact. There was damage to the grip. The photos provided for this incident revealed a unit in similar condition as that of the returned unit. Observations and testing of the returned unit and photograph confirmed that the damage to the grip did hinder a full retraction. Through our testing, the needle was reset and the actuation of the unit was conducted at which time the needle only partially retracted. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: manufacturing, the unit and photos provided for this incident revealed that the smashed grip was the contriibuting factor to the retraction failure.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc winged failed to retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc winged failed to retract. There was no report of exposure, injury or medical intervention.